Event description:
During a remote follow-up, a loss of capture (loc) was observed. It is unknown if the loc was due to the device or the right ventricular (rv) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.